Manufacturer narrative:
The investigation is in progress.

Event description:
A medtronic rep reported that with synergy spine 2.0, the image guided handle does not work. He said that when putting this handle into the field of view the s7 system, the software freezes. They can still move the mouse but no button is active and also navigation freezes. He said that at this point the only way to get out is ctrl-alt-backspace or doing a hard shutdown. There was no pt present.